Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery with a 6f non-bsc sheath. The 100%, chronic total occlusion (cto) target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 6.0x40, 135cm mustang balloon catheter was advanced but failed to cross the lesion. Anchoring was performed with the balloon catheter. However, on the first inflation at 6 atmospheres, the balloon ruptured due to the calcification. The device was completely removed from the patient. Anchoring was then performed with an 8mm mustang balloon but after several failed attempts to cross the cto with non-bsc devices, the procedure was terminated. No patient complications were reported and the patient's status was good.